Manufacturer narrative:
(B)(4). Date sent; 6/13/2023. Exact lot/batch number is unk. A manufacturing record evaluation was performed for the finished device cdh29p lot number v94h10 and no non-conformances were identified. Manufacturing date: 03/15/2021 expiration date: 02/29/2024. A manufacturing record evaluation was performed for the finished device cdh29p lot number x96e02 and no non-conformances were identified. Manufacturing date: 12/03/2022 expiration date: 10/31/2025. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9c585 and no non-conformances were identified. Manufacturing date: 02/01/2023 expiration date: 12/31/2025. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9c82n and no non-conformances were identified. Manufacturing date: 02/12/2023 expiration date: 01/31/2026. A manufacturing record evaluation was performed for the finished device cdh29p lot number a9c87j and no non-conformances were identified. Manufacturing date: 02/13/2023 expiration date: 01/31/2026.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4: batch # unk. B3: only event year known: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of events? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Would the surgeon be interested in a call with ethicon medical and engineering team? If so, please provide 3 dates and times for USA eastern standard time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to sigma resection procedure on the 2nd day post op an anastomosis insufficiency occurred. The leak was treated with local clipping or also with anus praeter creation. Thus, two interventions were required.